Event description:
It was reported that the patient experienced a "loss of therapeutic effect" and a "shocking/jolting sensation." It was additionally reported that the patient experienced a "jabbing and uncomfortable stimulation feeling at her lead sites" while turning stimulation up. The "jabbing" and "loss of therapeutic effect" were reported to occur with "certain positioning" of the patient's body, such as while "turning or standing." It was further noted that the patient experienced symptoms as "pain" and that the patient experienced "less than 50% therapy relief" at the location of the lead. Impedance testing revealed that the "impedances were within normal limits." X-ray results showed "no lead movement." After reprogramming, it was reported that the "right lead settings were more comfortable" and there was "no jabbing" at the time of report. It was also reported that the "left lead jabbed at higher amplitudes at all areas of the lead." Additional information has been requested. A supplemental report will be filed if additional information becomes available.

Manufacturer narrative:
Product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37754, serial # (B)(4), product type recharger; product ID 37746, serial # (B)(4), product type programmer, patient.

Manufacturer narrative:
(B)(4).